Event description:
After back surgery the consumer used the heating pad while sitting on a chair. He reported that he suffered burns on his back as a result of using the heating pad. The consumer also indicated he had other medical conditions.

Manufacturer narrative:
An engineering investigation was conducted. The tests conducted were: product was reviewed on receipt to determine if any single location was the cause of burn. Thermal couples placed on mat and unit was run for 2 hours. At the 2 hour mark, temperatures were 59, 63, 61 (celcius) - all within specification. Dielectric and leakage current tests done and found to comply with requirements. Actual power of heating pad was 43 w - with a rating of 49 w. Thermostats were tested for functionality and all opened circuit as designed. Product functioned in accordance with specifications. No failure conclusion can be drawn from product investigation. The consumer may have medical conditions that may have contributed to this adverse event.